Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, a scratched lcd window, a cracked lcd window, a scratched reservoir tube window, a broken belt clip slot, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer had a crack in her pump due to falling, which caused her belt clip to break as well. Customer's blood glucose level was 164 mg/dl. Customer had a lot of scratches and the crack is on the lcd screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.